Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('left coil traversing myometrium towards the left cornu') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic pain. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and device expulsion ("right coil protruding into the endometrial cavity"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy with bilateral salpingectomy procedure). Essure was removed on (B)(6) 2019. At the time of the report, the embedded device and device expulsion outcome was unknown. The reporter considered device expulsion and embedded device to be related to essure. The reporter commented: two metal coils consistent with essure device are identified, with the right coil protruding into the endometrial cavity at cornu, and the left coil traversing myometrium towards the left cornu. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-oct-2020: mr received. Reporter information added date of removal added. Removal surgery added for event menorrhagia. Case became serious incident and valid. Event embedment and expulsion added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('left coil traversing myometrium towards the left cornu') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic pain. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and device expulsion ("right coil protruding into the endometrial cavity"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy with bilateral salpingectomy procedure). Essure was removed on (B)(6) 2019. At the time of the report, the embedded device and device expulsion outcome was unknown. The reporter considered device expulsion and embedded device to be related to essure. The reporter commented: two metal coils consistent with essure device are identified, with the right coil protruding into the endometrial cavity at cornu, and the left coil traversing myometrium towards the left cornu. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-oct-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.